Event description:
It was reported via repair work order that the unit powers up by itself. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer alleged issue of the tpump turning itself on could not be confirmed nor duplicated. A specific root cause could not be determined as the event could not be duplicated.

Event description:
It was reported via repair work order that the unit powers up by itself. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.